Manufacturer narrative:
Section a1-a4: additional information section h3: correction manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and a driveline power fault alarm was active. The evaluation confirmed an opened/damaged fuse to one of the redundant power line that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. The log file retrieved from the returned device captured data on (B)(6) 2019. The driveline appeared to have been connected to the system controller at 12:50 pm on (B)(6) 2019, which is when the controller internal fault alarm became active. The findings are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor similar issue. Heartmate 3 patient handbook document in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including driveline power fault, low flow and pump off alarms. In section 2, entitled ¿how your heart pump works¿, covers how to replace a running system controller with a backup controller in an emergency. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information not provided. Approximate age of device, 6 months 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the controller did not work when staff tried to switch it out. They kept receiving an error message that stated, "contact hospital". These findings are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. No additional information was reported.